Event description:
It was reported that the strip printer was very slow and only printing about 1/3 of a page and then stops. It was also reported the programmer prints very slowly and not at all sometimes. It was noted the programmer is broken and there may be other problems as well. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis unable to confirm the reported programmer printer issue; no fault found with printing. Analysis found the programmer has a power supply overheat message displayed; power supply found out of electrical specification. Analysis also found the system fan is noisy. (B)(4).